Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Reportedly, the customer attributed the cause to delivering too much insulin or not consuming enough carbohydrates before going to bed. As the customer was not coherent at the time, contact assisted the customer with providing carbohydrates.